Event description:
During an incident in another country in 2004 involving a female patient in vfib when the ambulance arrived, this defibrillator shocked once at 200j and then when charging for a second shock, turned off. Another battery was installed and the unit again turned off. CPR was performed for 20 minutes until another defibrillator arrived to deliver shocks. The patient gradually obtained a regular rhythm and was transported to a hospital. The customer reported, they were using non-laerdal batteries, but since this incident, they have purchased new batteries and are routinely checking and charging these batteries.

Manufacturer narrative:
This defibrillator was not retuned to the manufacturer for evaluation. However, the hospital med technical department tested the defibrillator and found it operated properly for patient treatment. The med technical department also reviewed the defibrillator's previous service records and found this unit has been returned previously with non-laerdal or expired batteries. The batteries used at the time of this reported problem were not returned for evaluation. The end user admitted using non-laerdal batteries but did not state their age or condition and did not report any "battery low" or "replace battery, battery low" prompts. They reported to laerdal norway that since this incident, they have purchased new laerdal batteries and set in place a routine for checking and charging the new batteries. The "replace battery, battery low" message prompts when the battery lacks the capacity to perform as required and the defibrillator shuts down. The hs3000 operating instructions explain these prompts and include maintenance instructions for the laerdal battery recommending use of only laerdal approved batteries that undergo periodic battery capacity tests and replacement after 2 years.